Event description:
It was reported that during a type 2 endo leak intervention procedure, coil removal and deployment difficulties were encountered. The target lesion was located in the moderately tortuous internal iliac. This 5mm x 8cm interlock coil and a 0.021 inch inner diameter non-bsc guide catheter were selected and advanced to the target vessel. An attempt was made to deploy the coil however, it was to big for the target vessel. The physician chose to remove the coil from the patient before full deployment but they were unable to re-sheath. The catheter and coil were removed from the patient as a single unit. The catheter was re-introduced and placed in a different location, the procedure was completed with deployment of three interlock coils without incident. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states that in order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device. (B)(4).